Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient experienced discomfort at the ipg site. Reportedly, surgical intervention was undertaken where the entire system was explanted.